Manufacturer narrative:
Date inaccurate, only the year is valid. Concomitant medical products: other applicable components are: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial#: (B)(4) implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient hadn't used their therapy because when they had their stimulation on their therapy was causing bad spasms between their shoulder blades. They couldn't have their stimulation above 4.0 or else they would feel the spasms. The patient had a doctor's appointment on (B)(6) 2018 and the patient wanted a representative to contact them about restarting their ins before their appointment tomorrow. Additional information was received from a consumer via a manufacturer representative (rep). It was reported that the cause of the stimulation causing shoulder spasms was strong stimulation. The patient didn't use her program on a high stimulation setting. The issue was reported to be resolved. The battery was over discharged. The patient mentioned this was the 2nd over discharge. The patient was having difficulty charging and she stopped using it because she was getting muscle spasms in her upper back when she used it. She stated that in the past a rep reprogrammed her and the spasms did not go away. The battery was reset and reprogrammed. Additional information received from the patient on (B)(6) 2018. It was reported that the probable cause of the shoulder spasms was due to the lead placement as they had the ins reprogrammed many times and they still had spasms there. They were considering removal if they couldn't eliminate the spasms. The battery also had to constantly be charged. The patient noted that the battery has to be moved due to additional spine surgery and that the ins had been dead twice. They'd like to be changed to a smaller battery if they decide to keep it and keep trying to eliminate the spasms. They were told that if the battery died a third time it would have to be changed anyways. No further complications reported.